Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a physical damage. The customer's blood glucose level was 72 mg/dl. The customer was informed that the product would be replaced, and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners, lcd window and cracked battery tube threads.